Event description:
Reports patient's nose was swabbed with negative qc swab from kit. No flushing or action taken. No reaction from the customer, did not experience burning or irritation. Customer was advised to monitor the patient and contact their health care provider if any adverse reactions occur. Qc swab product information was provided from the product insert.

Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.